Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they experienced a hypoglycemic event when the cgm was showing 138mg/dl. The patient stated his bg value was checked; however, could not provide values. The patient stated their consciousness was cloudy, so his work colleague gave him a capri sun juice to drink. The patient did not require medical assistance and mentioned that he discussed the event with his doctor. At the time of contact, the patient was doing okay. No additional patient or event information is available. No data was provided for evaluation. The reported event of inaccuracies could not be confirmed. A root cause could not be determined.